Manufacturer narrative:
Approximate age of device: 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient was re-admitted on (B)(6) 2017 for methicillin-resistant staphylococcus aureus (mrsa) driveline infection. On an unspecified date, the patient had a hematoma after a fall. The patient did not progress and ended up on dialysis. The lvad was turned off and the patient was sent to hospice and expired on (B)(6) 2017. The cause of death was reported as "failure to thrive". No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation as the device remains in use. The hmii lvas IFU lists bleeding, pocket, local, and driveline infections, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system, and provides information regarding the recommended anticoagulation therapy and inr range. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records revealed that the device met applicable specifications. Multiple requests for additional information were sent to the center. No further information was provided. The manufacturer is closing the file on this event.